Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called to report he believed the battery was not lasting long on the insulin pump. Customer's blood glucose was over 190 mg/dl. During troubleshooting, it was found that the customer had received button error alarms beginning on (B)(6) 2015. The customer did not recall if any significant events led up to the button error alarm and declined to finish troubleshooting. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly during testing however, found moisture damage to the keypad traces during our visual inspection. No button error alarm during our testing. The insulin pump has normal operating currents. The insulin pump was monitored for five days and no low battery alert, failed battery test or weak battery alarms occurred during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.